Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2047563. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd prn adaptor experienced leakage. The following information was provided by the initial reporter: patient male, 40 years old. He came to the hospital for acute gastroenteritis. The nurse used the indwelling needle to infuse the patient. After the infusion is completed, a prn is used to connect the catheter port of the indwelling needle to prevent blood coagulation, so that the infusion can be continued the next day. When the nurse was connecting the liquid infusion for the patient, he found that liquid leaked from the prn. The nurse continued the infusion after replacing the prn, but no leakage occurred.

Event description:
It was reported that the bd prn adaptor experienced leakage. The following information was provided by the initial reporter: patient male, 40 years old. He came to the hospital for acute gastroenteritis. The nurse used the indwelling needle to infuse the patient. After the infusion is completed, a prn is used to connect the catheter port of the indwelling needle to prevent blood coagulation, so that the infusion can be continued the next day. When the nurse was connecting the liquid infusion for the patient, he found that liquid leaked from the prn. The nurse continued the infusion after replacing the prn, but no leakage occurred.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.